Event description:
It was reported that short after beginning a prostate procedure, an error code 807 was received; the system was rebooted the error code cleared and procedure continued. Upon continuing the procedure, the system went into stand-by mode while at 100 watts.. The procedure was then rescheduled to a later date. There was no patient injury reported.

Manufacturer narrative:
The system was evaluated in the field; the reported error codes confirmed and determined to be the result of a fault q-switch and micor-controller board (mcb). The q-switch and mcb were replaced, the system tested and verified to specification.

Manufacturer narrative:
The q-switch driver was returned to the manufacturer on october 07, 2015 and the returned part was discarded on november 04, 2015.

Manufacturer narrative:
The q-switch and microcontroller board that were replaced were not returned to ams.